Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Batch number is unavailable and hence unable to perform the DHR review. No photo/samples were received for investigation. Root cause is therefore not established. The complaint will be re-opened and re-investigated when sample is received.

Event description:
It was reported while using bd syringe with hypodermic needle eclipse¿ 3 ml 25 g the needle was blocked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that vaccine leaked out connection between needle and syringe. Event date: (B)(6) 2022.